Manufacturer narrative:
Philips service replaced the ipc and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geometry error occurred at startup due to ipc failure on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.